Event description:
The following report was rec'd via voluntary medwatch report #: 2201100000-2007-801: the pt had a cypher drug eluting stents placed 3 yrs ago and had nstemi (non st elevation myocardial infarction). The stents were found to be occluded during pci (percutaneous coronary intervention) earlier this yr. Please note that add'l info and details regarding this event is unavailable per the initial reporter of this event.

Manufacturer narrative:
Any add'l info will be submitted within 30 days of receipt.